Manufacturer narrative:
Additional narrative: (B)(4) the serial number was documented as unknown in the initial report. It has been updated as (B)(4) the device manufacture date was documented as unknown in the initial report. It has been updated to (B)(4)2013. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a leak in the hose could not be confirmed as it was determined that the device had a non- anspach hose which was consistent with an unauthorized repair/modification having been performed on the device. This was further classified as misuse. Therefore, an assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the hose of the motor device had a hole in it. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred in (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.